Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak was observed between the luer adaptor connected to a non-baxter connector and blue winged luer cap of infusor. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 8, 2019 - april 9, 2019. H10: h10: the device was received for evaluation. A visual inspection was performed, and it was noted that a leak was observed between the non-baxter connector and the blue winged luer cap because the blue winged luer cap was not securely tightened. A functional leak test was performed, and no signs of leak were observed with or without the non-baxter connector because the blue winged luer cap was securely tightened. The device was determined to be conforming because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.